Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is september 10, 1999.

Event description:
Additional information was received that a cardioversion was performed to test the system. Shock therapy was delivered through the device and the patient was cardioverted to sinus rhythm. Shock impedance measurements were noted to be stable and acceptable during the cardioversion. No additional adverse patient effects were reported. The physician will continue monitoring.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent noise, oversensing and high out of range shock impedance measurements greater than 125 ohms. The patient was not pacemaker dependent, however, was noted to have recently gone into atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.